Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts smoothly with no anomalies.

Event description:
It was reported that during the implant procedure, the lead was tested and the helix suddenly came out after an excessive number of turns. The lead was attempted in the patient but the helix would not extend after an excessive number of turns. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.